Manufacturer narrative:
Device had button error alarmed due to corroded on keypad trace. Also, device had missing end cap sticker. No number ramping or scrolling on display noted.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 180 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.